Event description:
The following has been reported: nurse reported: "per nursing report, the blood tubing was primed with saline and upon loading into the pump, there was an error message 'reload cassette' multiple times and with multiple pumps. Replaced the tubing." Patient harm: no infusion stoppage: no. Tubing was not saved." A preliminary review identified the following issue: tubing set misloaded. An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture were available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The potential root cause could be related insufficient lubrication in the knob of the admin set. This lack of lubricant causes increased friction, requiring more torque than the pump can generate, triggering the alert. The current process controls detection include a torque test that is conducted on the knob by gradually turning it from the "open" to the "close" position, applying a constant force and speed. The torque wrench should not be forced, and the measured torque should be 1.33 in-lbs. The batch record fa25a21021 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.